Manufacturer narrative:
The device returned for a report that pod status and insulin information was not properly being displayed to the user. After investigation, the reported complaint could not be confirmed as all information was properly displayed while the device was paired to a pod. Based on the strip simulation tester, blood glucose readings were found to be within specification and record successfully into the device memory. During the bg meter strip insertion verification test, the pdm recognized the activities and registered readings immediately. No pdm errors were seen in the data on the occurrence date or the day the pdm was last used. A new pod was paired with the pdm. Bolus delivery was tested and a 5u bolus was delivered. No issues were noted during insulin delivery. No issues seen with pod data. Pod successfully communicated with pdm at 5¿ distance, administering 1u bolus. Upon investigation it was found that the backup battery could not hold a charge causing the date and time to be reset. The battery life test was completed and it was determined that the device consumes batteries at a rate that exceeds specification.correction to d(4): sequence number changed from unavailable to 130471908. Correction to h(4): device mfg date changed from unavailable to 7/25/2018.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient had been taken to the emergency room (ER) with hyperglycemia. The patient's blood glucose levels reached over 300 mg/dl despite changing a pod; patient's mother reported the personal diabetes manager was not recording information, which caused patient's bg levels to increase. The patient was treated with intravenous fluids and insulin. Patient was released from ER after 4 hours and was prescribed both novolog and lantus insulin, as well as glucagon.